Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the pressure transducer printed circuit board (pcb) to resolve the issue. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The cause of the reported issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. No further investigation can be done as the defective pcb will not be returned for investigation. Event site telephone: +011(086)021-80326999